Event description:
During a surgical procedure with the da vinci surgical system, the master tool manipulator (mtm) malfunctioned. The surgeon decided to convert the procedure to open surgical techniques to completed the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The isi field service engineer repaired the system by replacing the mtm. The mtm was returned to isi for additional failure analysis. An isi return material service technician performed an additional eval on the returned mtm and determined that the roll pin on the mtm had sheared.